Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was used in a patient as an accessory device for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had an initial endograft repair with an unknown endograft approximately 4 years prior to the index procedure. It was noted that the reason for anchoring was to treat an observed type ia endoleak. On CT exam performed few days prior the index procedure, the maximum aaa diameter was 75 mm and the aortic diameter at 10 mm below the lowest renal artery was 34 mm. It was reported that, during the endoanchor procedure, 7 endoanchors were deployed in to the proximal neck of the main body of the previously deployed endograft. It was noted that the endoleak was not resolved by the placement of the endoanchors. It was reported that, approximately 20 days post index procedure, the patient was hospitalized for a re-intervention endovascular procedure for the type ia endoleak that was noted to be related to the aaa. The re-intervention involved implantation of an endurant cuff 32x32x49 and another manufacturers chimney stent graft. However, it was reported that, after the procedure the endoleak was unresolved. It was reported that approximately 1 week later, further intervention was performed to treat the type ia endoleak by embolization of an unknown vessel. This was reported not to be successful as the endoleak was not demonstrable. It was reported that subsequent follow up CT exams performed at 8 months, 1.5 year and 2.5 years post index procedure, showed that the diameter of the a aneurysm increased from 78 mm to 93 mm and the type ia endoleak was still present. It was reported that, approximately 3 year post index procedure, an attempt was made to embolize the unresolved endoleak using an onyx injection via the left arm; however, it was reported that the embolization attempt failed to resolve the type ia endoleak and that no further cta's were made after the patient refused to follow up due to their age. It was reported that the cause of the event is unknown. No other clinical sequelae were reported.